Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device the connectors were with flow occluded during the priming after connected to the transfusion set. This occurred on 20 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's found that the connectors (20pcs) were with flow occluded during the priming after connected to the transfusion set. The transfusion set will be returned with connectors for the investigation.

Manufacturer narrative:
Investigation summary: bd received seven q-syte closed luer devices from lot 7209835 for evaluation. A review of the device history record was performed and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed tears at the slits of the top septum disks. Next, the engineer performed a flow test on the units and water was seen flowing freely through the units without obstruction. All units passed. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no occlusions or obstructions were observed a definitive root cause could not be determined. The manufacturing facility has been notified of this incident and the findings.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device the connectors were with flow occluded during the priming after connected to the transfusion set. This occurred on 20 separate occasions but the date/time and or patient information is unknown. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: it's found that the connectors (20pcs) were with flow occluded during the priming after connected to the transfusion set. The transfusion set will be returned with connectors for the investigation.